Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing power supply module. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details.the failure analysis and testing dept. Received power supply module, with a reported unit failure of power module had to be replaced. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. Before the fat installed the power supply into the test fixture, the fat tested the fuses in the power supply. The fat first tested the fuses in the power supply, before planning to install the power supply in the test fixture. The fat found that fuse f3 was open, a 10 amp fuse. Due to fuse being open there is a risk to the test fixture. This part cannot be investigated any further by the fat. Send the power supply to the supplier per procedure number 0002-07-d008 rev. Ap. Part no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while checking the status of the instrument the cs100 intra-aortic balloon pump (iabp) unit power module needs to be replaced. There was no patient involvement reported.